Event description:
Allegation received that the totalcare bed head is drifting down at a slow pace.

Manufacturer narrative:
Technician confirmed that the head section was drifting at a slow pace. Replaced CPR value to resolve this issue.